Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the (B) (6).

Event description:
Allegedly revised due to infection.

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Device used according to label indications.